Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three devices used during the same procedure. It was reported to boston scientific corporation that three capio slim devices were used during a sacrospinous fixation procedure performed on (B)(6) 2019. According to the complainant, the first capio device was tested outside the patient during the preparation without loading the dart. It was then observed that the capio carrier felt stiff as it entered into the capio cage and the carrier was unable to retract from the cage. Reportedly, a second and a third capio devices were opened and the same issue occurred. The procedure was completed with a fourth capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.